Manufacturer narrative:
Device available for evaluation, returned to manufacturer on 3/31/2020. Device evaluation: the pcb00 product was returned in its original package. Visual inspection using magnification was performed to the returned sample. The plunger and pushrod was observed in advanced position. Residues of lubricant material was observed on cartridge. No damaged was observed to the cartridge. Only a half of lens returned. The condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. Based on the information provided, there was no failure against the lens reported. Based on the analyzed of the returned, there is no indication of product quality deficiency. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. There are no discrepancies found during the mrr (manufacturing record review). The search revealed no additional complaint folders for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a model pcb00 intraocular lens (iol) was inserted and removed from the patient's right eye as the patient moved causing capsular bag to tear. An incision enlargement, vitrectomy, and sutures were required. No other lens was inserted, and the case was postponed. No further information provided.